Manufacturer narrative:
Batch review performed on 27 february 2019: lot 186072: 100 items manufactured and released on 16-oct-2018. Expiration date: 2023-09-27. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in complaining of pain caused by a hematoma three weeks after primary. The surgeon performed an I&d and liner swap and the surgery was completed successfully.